Event description:
All three of our family devices by philips respironics are on the recall list -- two philips respironics autocpap dreamstation machines and older remstar pro machine that was used a while ago. My husband and I have and had serious problems during the use of the philips respironics machines, including sinus problems, severe headaches, increased heart rate, chest pressure, coughing, and problems with our breathing (and upper airway). My husband has a history of having a stroke or transient ischemic attack (tia) and also has heart atrial fibrillation (a-fib). The tia likely occurred during the use the machines (the tia date is unknown) and several a-fib problems occurred during the use of the dreamstation and remstar pro; we do not know if the machine use had anything to do with this. When we registered our autocpap dreamstations, we could not find record of any confirmation number in an email, phone text, or paper mail form, but we did receive confirmation of the remstar pro. We called and emailed philips respironics to ask for the confirmation numbers for the dreamstations and they did not provide them. In the calls and emails, we also tried to explain our health problems further (both the problems mentioned above and also our health problems that occur with discontinuation of the devices). Discontinuation of CPAP machine use increases my husband's risk for future a-fib and stroke/tia problems. I have severe sleep apnea, mental/cognitive problems, and physical problems that worsen without the use of a CPAP machine, all to the point of life/work disability. When we call, the representatives will not answer our questions, give us the confirmation numbers we need, or discuss our health concerns. They dropped calls, requests to speak to supervisors do not work (they give us a supervisor phone number where we leave a message and nobody calls back). Emails do not lead to any response. We struggle to get another CPAP machine and have to either discontinue use of the philips respironics CPAP machines with risk to our health or continue use of one of the recalled machines, which also risks possible continued or worsened health problems. We understand that philips respironics is under much stress and strain right now; we reach out to them only out of hope for help to get a unique device from them or, preferably, from another manufacturer. Our insurance, sleep doctor, and many other resources have tried to help us secure another machine for rental; all could not happen because of the shortage of CPAP machines. Because we are under much financial stain and are having health problems, it would assist if we could get reimbursement if we have to purchase a CPAP machine out of pocket. We do/did not want to do official reporting because we just hope to work with philips respironics for help. We have medical documentation of all mentioned health problems with the start and end dates. The medical documents are many with a variety of dates: too many to provide in this report. If necessary, we will provide all of this documentation to verify my report and its comments. FDA safety report ID# (B)(4).